Event description:
Boston scientific received information that this chronic left ventricular (lv) lead dislodged. A lead revision was performed were this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.